Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. No product or data was provided for evaluation. The complaint confirmation of a loss of connection could not be determined. A probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned 06/16/2018 for evaluation. Performed visual test and passed. Performed transmitter voltage test and passed. Performed pairing test and passed. Performed transmitter functional testing and passed. Performed share log review and no share log data was available. Performed bin file review and loss of connection was confirmed. The reported event of a loss of connection was confirmed. The probable root cause could not be determined. The problem is confirmed because the bin file review displays an indication of a connection loss gap.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned 06/16/2018 for evaluation. Performed visual test and passed. Performed transmitter voltage test and passed. Performed pairing test and passed. Performed transmitter functional testing and passed. Performed share log review and no share log data was available. Performed bin file review and loss of connection was confirmed. The reported event of a loss of connection was confirmed. The probable root cause could not be determined. The problem is confirmed because the bin file review displays an indication of a connection loss gap.